Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-09793.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels and that the customer had been in a vehicular accident while driving. The blood glucose reading was 35 mg/dl. The customer stated that she experienced low blood glucose while she went to get gas. She stated that she was losing weight and was sick with a cold leading up to the event. She noted that this was in addition to many other things which had been going on for her. She stated that while she was in the ambulance on transit to the hospital, her blood glucose reading rose to 118 mg/dl but her levels kept dropping after admission. Upon admission, she was taken off of insulin pump therapy. She did not know whether the event was related to any issue with the insulin pump or whether the device was related to the low blood glucose event. The blood glucose reading was high around 220 mg/dl for the last 2 days but she advised that they were now normal. She was unable to troubleshoot the device. None else noted.